Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive low battery error alarms. Customer's blood glucose was 160 mg/dl. Customer reported to have changed batteries fourteen times. Battery brand used was (B)(6). Customer was able to resolve issue with a different carton of batteries of the same brand. During troubleshooting, alarm history showed low battery, battery out limit alarm and excessive failed battery test alarm. Customer was advised to monitor insulin pump and to call back should issue persist.